Event description:
An optometrist reported four days following photo refractive keratectomy (prk) treatment, the bandage contact lens was removed as per normal postoperative procedure. The patient returned later that same day and reported discomfort in the right eye. Upon slit lamp evaluation, an epithelial defect was found. Follow-up with the optometrist indicated the epithelium was healed following the removal of the bandage contact lens on (B)(6) 2013. In his opinion, the patient could have possibly rubbed his eye causing the defect. A new bandage contact lens was inserted and the medication regimen was not changed. The patient returned four days later and the defect had resolved. The bandage contact lens was removed and the patient will be seen at his regularly scheduled postoperative visit on (B)(6) 2014. The patient's postoperative uncorrected visual acuities (ucva) are considered normal following prk treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).